Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. It was noted that the "applicator does not stick as usual". The product involved was histoacryl lapfix. Further information was not provided but has been requested.

Manufacturer narrative:
Expiration date: 31oct2020. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 1 open and empty unit (no product inside) and eight closed samples that each one contains two closed samples of histoacryl code-batch 1050044-218445n1. There are no previous complaints of histoacryl code-batch 1050044-218445n1. There are no units in stock in b. Braun surgical's warehouse. A review of the batch manufactured record of this product has been conducted and no deviations related to this issue have been found. The closed histoacryl samples have been tested for adhesive strength. Adhesive strength result of the closed samples received is 427,19 n in average, well above the requirement which is 20 n. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.